Event description:
Customer reports that insulin pump had a blank display, motor made noise and would not rewind. Paramedics were called due to customer's low blood glucose on (B)(6), 2015. Customer's blood glucose was 25 mg/dl. Customer was treated with an IV drip. Troubleshooting was performed for high / low blood glucose and customer was advised that insulin pump was working as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.